Manufacturer narrative:
Concomitant medical products: 429688 lead implanted (B)(6) 2012; dtbb1d1 ICD implanted (B)(6) 2016.

Event description:
It was reported by the patient's clinic that there were two pauses seen with the patient's right ventricular (rv) lead on a holter monitor. Follow-up to understand if any changes were made or reason for the pauses was not successful. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.